Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 1429 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that an active motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump was reprogrammed to minimum rate. No symptoms were reported. The event date was noted to be (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.